Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary service and repair evaluation: the customer reported that the 05.000.008 medium speed barely works. The repair technician reported that foreign substance in protector/shield, cable.cord damaged & motor run insufficient/low power. The following parts were repaired: motor, cable, electrical & protector/shield. The cause of the issue is improper maintenance. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history: part # 05.000.008. Synthes lot # 008100. Supplier lot # 008100. Release to warehouse date: 08 dec 2021. Supplier: (B)(4). No ncrs were generated during production.

Event description:
It was reported that the 05.000.008 medium speed barely works. The issue was observed during weekly audit . There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed.